Manufacturer narrative:
Section h6: additional information. Manufacturer's investigation conclusion: a direct correlation to heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. The hm3 lvas instructions for use (IFU) document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The pump was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's chest was closed with a wound vac in the operating room (or) on (B)(6) 2020 due to ongoing surgical oozing. The patient returned to the operation room on (B)(6) 2020 for a successful chest closure.